Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's pump had flipped. The patient's mother stated that the patient had a pump refill on (B) (6) 2010 and was told then that her son's pump had flipped. The medication being delivered via the device system was baclofen.